Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer changed out the supplies and was able to successfully resume insulin delivery. There was no reported impact to customer's blood glucose level. Customer did not call in to tandem technical support at the time of the reported issue, therefore no troubleshooting was performed.